Manufacturer narrative:
The insulin pump was received with an unresponsive act button due to a flattened dome (no crease). The keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 339 mg/dl at the time of the incident. Customer stated that the act button was not working. Customer was not able to use the button to get to the main menu. Customer stated that her health care provider downloaded reports today. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.